Event description:
B-d 16g 1" needles, product code 305197, various lots. The needle is separating from plastic luer lock adapter. This has led to problems mixing chemotherapy and other products at my facility. I have noticed this from different lots and I have reported the problem to b-d.